Event description:
T was reported that the patient was hospitalized and system controller exchange was performed on (B)(6) 2026, due to a pin breaking off in the previous system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin breaking off inside the system controller was unable to be confirmed. Provided information stated that the system controller was exchanged due to the broken pin while the patient was hospitalized. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for the system controller were unable to be reviewed due to the serial number being unknown. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.